Manufacturer narrative:
The user received sensor replacement alert on (B)(6) 2025, day 82 after insertion. From the return material analysis testing, however, the sensor did not reveal any malfunction. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the dms data revealed transient optical instability in all channels on 7 jan 2025 onwards. All 4 channels did not drop below the uv norm or blue norm thresholds so the sensor replacement alert was erroneously triggered, due to a known bug,where the algorithm logic was not asserting reference channel instability flag per system design. This issue was fixed in updated firmware 3.22.01.07q. Per escalation analysis rather than upgrading the user's firmware, the sensor was still replaced due to system performance based on the observed in vivo optical instability. As part of resolution, a return material authorization was issued for sensor replacement. B4. Date of this report 03 may 2025. G3. Date received by the manufacturer? 03 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
On february 3, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.